Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The target lesion was located in an unknown calcified artery. The 6.0 x 200, 135cm mustang balloon catheter was selected for pre-dilation and advanced to the target lesion. During the first inflation, the balloon ruptured at 20 atms. The balloon was removed intact and the procedure completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The target lesion was located in an unknown calcified artery. The 6.0 x 200, 135cm mustang balloon catheter was selected for pre-dilation and advanced to the target lesion. During the first inflation, the balloon ruptured at 20 atms. The balloon was removed intact and the procedure completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the balloon showed evidence of being inflated. There was no damage noted to the shaft of the device. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material observed a longitudinal tear 4mm in length in the center of the balloon. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).